Event description:
Patient was in a chair with the chair alarm in place. Patient was found on the floor (care assistant heard patient fall, chair alarm did not sound). Patient stated she hit her head against the wall and her back hurt. A small red area was noted on the patient's left side on the base of her skull and a scratch on the thoracic area on their spine. Neurological checks were completed every 4 hours which were negative. CT scan of the head was also negative.====================== health professional's impression======================faulty device; chair alarm did not sound when patient got out of chair.